Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on august 9, 2019, that on (B)(6) 2019 a patient experienced a low heart rate. No record of a low rate alarm was found for this patient. No injury was reported in association with this incident.

Manufacturer narrative:
Spacelabs product complaint specialist and field service engineer have made multiple phone calls and email contacts to the customer requesting more information about the reported event. To date, the customer has not responded to spacelabs requests for the data that is needed to complete an investigation into this matter. There is not enough information currently available to investigate the reported issue further. Due to the lack of sufficient information, investigation is not possible. This record will be re-opened if additional information that would allow an investigation becomes available. This report is complete and this particular issue is considered to be closed.